Event description:
A report was received that the patient was having difficulty connecting and coupling the charging system with the ipg. The patient underwent a revision procedure wherein the physician moved the ipg higher from the old pocket site. The patient was reportedly doing well postoperatively.